Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the bolus calculation recommended by the pump was inaccurate. Review of the bolus history and profile settings verified that the bolus calculations were accurate on the date of the reported event. Customer maintained that on intermittent occasions the bolus calculations were incorrect, however, customer declined further troubleshooting. Although requested, the customer declined to upload the pump data logs. Blood glucose level was 200 mg/dl.